Manufacturer narrative:
The device was evaluated remotely by the customer and a philips remote service engineer (rse). The caller was able to power the unit on after unplugging the battery and got 5v power. Error code 100a was found along with other error codes. The caller reported to have replaced the cpu pcba and still had the same issue. The caller confirmed the part ID for the power management (pm) pcba and requested its replacement. The customer reported that after installation of the new pm pcba, testing outlined in the verification procedure(s) was conducted. The unit passed successfully. The unit was deemed ready for patient use.

Manufacturer narrative:
Date of event: (B)(6) 2021. 09mar2021.

Event description:
It was reported to philips that the device would not power on. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.